Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a difficulty to insert as the physician could not get a venous access to place a new right atrial (ra) lead. Additional information received which indicated that this lead was extracted as the physician's could not get a venous access. Furthermore, patient received an intravenous antibiotic. Subsequently, this lead was explanted after approximately four years of being implanted and replaced. No additional adverse patient effects were reported.